Event description:
The device continuously prompted connect electrodes for a pt in cardiac arrest. After unspecified actions were completed, the device successfully analyzed the pt ECG and rendered a no shock advised determination. An als crew was at the scene. The als defibrillator was used to continue pt treatment. Pt outcome was not reported, but the reporter stated pt outcome was not affected, due to use of the als device.